Event description:
It was reported that t:slim x2 pump battery did not charge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, was instructed to try a working wall outlet, and pump began charging with no shutdown or loss of function, so no further assistance was required.